Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin, and remained static at 60 units. There was no impact to the customer's blood glucose level. The customer declined to reload the existing cartridge, and will continue using the current cartridge for insulin therapy.